Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the vascular access team reported that an extension line had fractured and that the white port was missing. The catheter was returned to sales rep. And exhibited non-arrow green slide clamps. The facility suggested that the non-original manufacturer slide may have been incompatible with the extension line tubing and caused the damage that led to the separation. The line was removed when the damage was discovered. The white port was discarded at the time of the removal.

Event description:
The customer reports: the vascular access team reported that an extension line had fractured and that the white port was missing. The catheter was returned to sales rep. And exhibited non-arrow green slide clamps. The facility suggested that the non-original manufacturer slide may have been incompatible with the extension line tubing and caused the damage that led to the separation. The line was removed when the damage was discovered. The white port was discarded at the time of the removal.

Manufacturer narrative:
(B)(4). The customer returned one, two-lumen PICC catheter for analysis. Signs-of-use in the form of biological material was observed on the catheter body. Visual analysis revealed that the proximal luer hub was separated from the extension line. The separated hub was not returned for analysis. Microscopic examination revealed that the point of separation appeared slightly jagged. The proximal extension line length from the point of separation to the juncture hub measured 2.187", which is consistent with the nominal value of 2.10" per the catheter graphic. The proximal extension line outer diameter measured .0939", which is within the specification limits of .093"-.097" per the proximal extension line extrusion graphic. The proximal extension line inner diameter measured .056", which is within the specification limits of .055"-.059" per the proximal extension line extrusion graphic. A manual tug test confirmed the distal extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained, and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the proximal luer hub had separated from the extension line. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the report from the customer and the sample received, the root cause cannot be determined as the separated luer hub was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: the vascular access team reported that an extension line had fractured and that the white port was missing. The catheter was returned to sales rep. And exhibited non-arrow green slide clamps. The facility suggested that the non-original manufacturer slide may have been incompatible with the extension line tubing and caused the damage that led to the separation. The line was removed when the damage was discovered. The white port was discarded at the time of the removal.